Event description:
A malfunction alarm labeled as malf 24 was reported, with no notable events occurring prior to the malfunction. The customer's blood glucose level was within normal range, not exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer will continue to use pump for insulin therapy until replacement arrives.